Event description:
Baxter china reported "clamp malfunction after use of one week" with the transfer set. This was noted during use with no pt injury or medical intervention reported by the complaint coordinator.